Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, paper work was received, patient experienced left sided capsular contracture baker grade IV post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade IV manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/26/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/3/2020, patient had a mammogram on an unknown date confirming left sided rupture. As a result, patient had an explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: swolleness, pain and rupture concomitant products: 450cc mentor smooth round high profile gel-filled breast implant catalog: 3504504bc lot: 6699262 serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with a 450cc mentor smooth round high profile memorygel breast implant experienced left sided swollenness and pain post procedure. Patient also mentioned her right breast was asymmetric compared to left breast since her original surgery. Patient was seen by a physician in which the diagnosis is still unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.